Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge change error occurred with multiple cartridges during the load sequence. Customer's blood glucose level was 98 mg/dl. Customer declined further follow up from tandem technical support.